Event description:
It was reported the patient experienced a loss of stimulation sensation on their right side ever since charging 2 weeks ago. The patient charged with stimulation off and when they turned stimulation back on after charging, they only felt stimulation on their left side and not the right. The xray showed no issues with the hardware of the system and the lead position seemed appropriate. Reprogramming was attempted and the patient only felt a dull sensation on their right side. Current impedance measurements were normal and ranged 1300-1800 ohms. The need for a potential lead revision was discussed. Additional information received reported the supervising physician referred the patient to a neurosurgeon for surgical consult and the patient was awaiting authorization for the visit. There were no dates scheduled. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748966 lot# serial# (B)(4) implanted: (B)(6) 2005 explanted:; product typ extension product ID 748966 lot# serial# (B)(4) implanted: (B)(6) 2005 explanted:; product typ extension product ID 7435 lot# serial# (B)(4) implanted: explanted:; product typ programmer, patient product ID 389233 lot# j0444324v serial# implanted: (B)(6) 2005 explanted:; product typ lead product ID 3888-33 lot# v542025 serial# implanted: (B)(6) 2010 explanted:; product typ lead. (B)(4).

Event description:
Additional information was received. It was reported that no stimulation was a sign/symptom, lead (lot# j0444324v) was diagnosed as broken, and it was replaced (B)(6) 2012. MRI/x-ray/CT scan results showed nothing abnormal. It was reported that patient outcome was no injury.